Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter shaft broke. A 15/3.50 flextome cutting balloon was selected to treat target lesion. During unpacking, while withdrawing the distal blue balloon protection sheath, it was noted that the protection sheath got stuck to the balloon. The physician pulled stronger and suddenly the distal shaft of the catheter tore apart. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received in two sections due to a break in the midshaft at the port site. Device analysis revealed that the hypotube was kinked at various locations along its length. The balloon protector was not received. No issues were noted with the profile of the balloon or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter shaft broke. A 15/3.50 flextome¿ cutting balloon¿ was selected to treat target lesion. During unpacking, while withdrawing the distal blue balloon protection sheath, it was noted that the protection sheath got stuck to the balloon. The physician pulled stronger and suddenly the distal shaft of the catheter tore apart. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.